Event description:
It was reported while unloading a patient from the ambulance, the stretcher began falling to the left side as if the wheels on the ambulance deck were uneven. The second release was not lifted; however, the stretcher continued tipping to the left and lowered from the ambulance deck to the ground. The patient was not injured but did need to be removed from the stretcher and the transport was continued on another stretcher. A medic has alleged injury in the form of a hand sprain and sought physical therapy.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. After the evaluation there was no observation of component malfunction that would have contributed to the reported incident and the stretcher was operating as intended. The reported issue could not be confirmed. The stretcher was returned to service.

Event description:
It was reported while unloading a patient from the ambulance, the stretcher began falling to the left side as if the wheels on the ambulance deck were uneven. The second release was not lifted; however, the stretcher continued tipping to the left and lowered from the ambulance deck to the ground. The patient was not injured but did need to be removed from the stretcher and the transport was continued on another stretcher. A medic has alleged injury in the form of a hand sprain and sought physical therapy.